Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed a false nonreactive architect anti-hcv result for a 72 year old male patient who has a history of hepatis c. The following data was provided (results <1.00 s/co are nonreactive): (B)(6) 2022 initial result = 0.80 s/co, hcv-rna = positive upon further review, quality controls were not run on (B)(6) 2022. Additionally, the result was generated on an expired reagent. The sample was repeated after the physician questioned the result and generated a reactive result of 5.47 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Additionally, in-house sensitivity testing was completed. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 35190be01 and the complaint issue. In-house sensitivity testing of a retained reagent kit of the lot 35190be00 was performed (reagent lot 35190be00 and 35190be01 contain the same bulk material). All specifications were met, and no false non-reactive results were obtained, showing that the lots generate the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect anti-hcv reagent for lot 35190be01 was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.